Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the transport chair has a broken weld. Dealer is not aware of where the weld is broken.